Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2009 and performed to specification up to the 28th june 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly under one minute duration where observed in the device memory, between 29th june 2015 and the final history log entry on the 16th july 2015. These multiple manual power ups may suggest the user was regularly manually power cycling the device or it may suggest the beginnings of a membrane failure. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. There were no ten minute manual power ups recorded in the history log, however there were multiple manual power ups mainly under one minute duration. The excess current drain measured would suggest a failing membrane and during the course of the investigation the device was observed switching on, confirming the reported fault. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.